Event description:
Caller reported aviva blood glucose results of 300 mg/dl on aviva system 1, 107 mg/dl on aviva system 2 within 10 minutes. He used the same vial of strips in both meters. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with pt identifier (B)(6) is aviva system 1, medwatch with pt identifier (B)(6) is aviva system 2.